Event description:
I had a tubal ligation in 2012. Since then I had been experiencing constant migraines, abdominal swelling, and extreme abdominal pains. I have been to the hospital numerous times since then and drs still could not figure out the problem. In 2014 I called my gyn and inquired about having my tubes reversed thinking that I only had my tubes tied and it should be simple, but then I was actually sterilized with filshie clips. I had no idea these were put in my body and I started to freak out because I now knew that this had to be why I had been experiencing so much pain. I have had so many pelvic infections, and still continue to have stabbing pains, and heavy menstrual bleeding. It has been six years and I have had no help or relief.